Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized for diabetic ketoacidosis. At one point his blood glucose exceeded 400 mg/dl. The customer was experiencing weakness, severe nausea, extreme thirst, frequent urination, and inability to concentrate. The customer was hospitalized and given a prescription for insulin and syringes; however, he did not have money to fill the prescriptions so he continued on his bus ride from (B)(6). When he arrived in florida he was not feeling well and his mother took him back to the ER. Troubleshooting was declined for the hyperglycemia since the high blood glucose was caused by not having supplies for his insulin pump. No products were returned or replaced.